Event description:
While physician was inserting a rt. Subclavian catheter, after inserting the needle and tubing, the physician decided to change the tubing. During the process of removing the original tubing, the physician sheared the tubing. The physician recognized that he had done something wrong. When he pulled back, less than half of the catheter was removed leaving over half stillin the patient. X-ray showed embolization into the right atrium. The patient was transferred to another facility for removal of the catheter via a fluroscopic procedure through the femoral vein. This procedure was successful and the patient was returned to this hospital several hours laterdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.